Event description:
On december 1, 2007, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had read inaccurately high. The patient indicated that the alleged meter issue first started in 2007, at around 9:15 pm. The patient indicated that she got a meter reading of "207 mg/dl." Within 8 minutes of testing on the meter, the patient took 6 units of sliding-scale novolog insulin and then began to eat dinner. Within another 8 minutes of taking the insulin, the patient began to feel shaky. She tested her blood glucose two times back-to-back and got results of "44 and 42 mg/dl." The patient then drank orange juice which helped to relieve her symptoms. The patient was taken to a hospital by her neighbor. By the time she got to the hospital, the patient felt fine. Her blood glucose was tested by the hospital and as a result of "187 mg/dl" was obtained. The patient was hospitalized for 3 days for observation, and because her "potassium" and blood pressure levels were down. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that she developed symptoms suggestive of hypoglycemia after taking insulin based on the reported high meter result. The patient treated herself by drinking orange juice.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.